Event description:
The customer reported that during a low anterior resection, oozing occurred although an end tone indicating a completed seal cycle was heard. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.